Event description:
It was reported that during a laparoscopy procedure, the air leak sound was heard from one of the three devices. Air leaked a lot. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.